Event description:
Caller alleged discrepant results compared with the doctor's inratio meter. Results as follows: date:(B)(6) 2012, pt's inratio: 2.3, doctor's inratio: 3.0. Pt's therapeutic range: 2.5-3.5 inr. Recent results have ranged from 1.8-3.9 inr. Pt's most recent hospitalization was a week prior to discrepant results due to blood clots in his lungs.

Manufacturer narrative:
Investigation pending.